Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated out of fallopian tube") in a (B)(6) female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has never experienced any of reported events prior undergoing essure procedure. On (B)(6) 2004, the patient started essure (ess205). In (B)(6) 2004, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain"), menorrhagia ("heavy continuous menstrual bleeding"), abdominal pain ("abdominal pain/increasingly severe pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue") and pelvic discomfort ("discomfort"). The patient was treated with surgery (surgery to remove essure coils in (B)(6) 2004). Essure (ess205) was withdrawn. At the time of the report, the device dislocation, pelvic pain, menorrhagia, abdominal pain, back pain, dyspareunia, abdominal distension, fatigue and pelvic discomfort outcome was unknown. The reporter considered device dislocation, pelvic pain, menorrhagia, abdominal pain, back pain, dyspareunia, abdominal distension, fatigue and pelvic discomfort to be related to essure (ess205). Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2004. In (B)(6) 2004, she was informed her right essure coil had migrated out of fallopian tube and a surgery was performed to remove the device. This event is anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), dislocation (into the fallopian tube or to peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this particular case, although the exact mechanism of the reported migration is not known; given its nature causality with essure cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated out of fallopian tube") in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff has never experienced any of reported events prior undergoing essure procedure. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain"), menorrhagia ("heavy continuous menstrual bleeding"), abdominal pain ("abdominal pain/increasingly severe pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue") and pelvic discomfort ("discomfort"). The patient was treated with surgery (surgery to remove essure coils in (B)(6)-2004). Essure (ess205) was removed in (B)(6) 2004. At the time of the report, the device dislocation, pelvic pain, menorrhagia, abdominal pain, back pain, dyspareunia, abdominal distension, fatigue and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, dyspareunia, fatigue, menorrhagia, pelvic discomfort and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6)-year-old female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2004. In (B)(6) 2004, she was informed her right essure coil had migrated out of fallopian tube and a surgery was performed to remove the device. This event is anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), dislocation (into the fallopian tube or to peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this particular case, although the exact mechanism of the reported migration is not known; given its nature causality with essure cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.